Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the neurologist that the patient is having their generator explanted due to an infection. The patient's generator was explanted and the infection was reported to be at the generator site. It was reported that the patient had stayed hospitalized since their vns generator explanted. Device history records were reviewed for the suspect generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.